Manufacturer narrative:
This medical device report (MDR) is being submitted outside of the standard 30-day reporting timeframe due to corrective actions taken following a non-conformity identified during an mdsap audit / inspection. Quick resorption of this product can be related to the thermal properties of the device. As part of the manufacturer investigation for this event, analysis of production records confirmed all finished product testing met release criteria. One unit from reserve product inventory was tested for thermal transition temperature and the result met the acceptance criteria.

Event description:
This adverse event occurred outside of the u.s. However, as there is a similar marketed device in the u.s., an MDR is being filed. At the time of complaint initiation, limited information was provided. Customer stated the mem-lok resorbable collagen membrane was used on a patient on (B)(6) 2023. The patient returned on (B)(6) 2023 and the product material had resorbed. The patient was prescirbed medication - type of medication not specified. Further information was provided, where the customer clarified the patient was prescribed antibiotics (type of antibiotics not specified) before and after the procedure. There were no notable complications during the initial procedure. Revision surgery was performed in which the implants were extracted and the defect was covered again without any augmentation. No additional procedures were planned. Additional information surrounding the patient status, patient outcome, and event details were requested but not provided. No further information was provided.